Event description:
Caller reported a cartridge alarm 20, with a blood glucose level displayed as "high," although the specific value was unknown. To manage the high glucose level, caller administered a correction bolus via pump after changing the cartridge and tapped the pump against the counter to eliminate the alarm. Cts decided to replace the pump and provided caller with instructions for using the replacement, including putting the current pump into storage mode, and returning it via ups within 10 days. The caller acknowledged and understood all instructions provided by cts, including adoption of mdi as backup therapy and updating to the latest pump software.